Event description:
A customer site in the united states reported that discrepant results were generated with the cobas ampliprep / cobas taqman hiv-1 test as compared to bdna.

Manufacturer narrative:
Method: sequencing analysis of the patient specimen. The (B)(6) rna sequence from the patient sample was analyzed to determine if there were any base pair mismatches between the (B)(6) rna nucleotide sequence and the complimentary primer (an oligonucleotide that serves as the starting point for the synthesis of the complimentary strand) and / or probe (a small piece of nucleic acid material that is labeled with a tracker, which allows for the detection of the hybridization of the probe to the target nucleic acid sequence) nucleotide sequences for the cobas ampliprep / cobas taqman hiv-1 test. The (B)(6) rna sequencing analysis revealed two distinct mutations in the patient's (B)(6) viral genome: there were base pair mismatches identified within the probe binding region of the (B)(6) genome of the patient specimen that may have an impact on the test-s performance. There was a base pair mismatch within the patient's (B)(6) rna sequence identified near the 3' end (end of a strand of nucleic acid that has a hydroxyl group attached to the 3' carbon of the sugar) of the downstream (region towards the 3' end of the nucleic acid strand) primer, which may affect amplification. Additional testing was also performed with the cobas ampliprep / cobas taqman hiv-1 version 2.0 test as the version 2.0 primers/probes target both the gag region and the long terminal repeat (ltr) region, while the version 1.0 test only targets the gag region; both the gag region and the ltr region are highly conversed within the viral genome. The test result generated with the version 2.0 test was similar to the result observed with the versant bdna test. This further suggests that the under-quantitated test result observed by the customer was due to the primer/probe mismatches identified during sequencing analysis. Analysis of a kit from the complaint lot was also performed and the kit met performance specifications. Although the patient specimen was under-quantitated, this does not represent a product, or lot, malfunction / non-conformance as this is a known limitation that is outlined within the product labeling, "though rare, mutations within the highly conserved region of the viral genome covered by the cobas ampliprep / cobas taqman hiv-1 test primers and/or probe may result in the under-quantitation of or failure to detect the virus." Additionally, there was no indication of a patient medical management change due to the under-quantitated test result. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).